Manufacturer narrative:
The customer reported that the multigas unit is displaying an "external device" error message. The customer also reported that this unit is not providing co2 readings. No harm or injury reported. They would like to send the failed unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the multigas unit is displaying an "external device" error message.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was displaying an "external device" error message. The customer also reported that this unit was not providing co2 readings. No patient harm or injury was reported. They sent this unit in for an exchange. Service requested / performed: evaluation: nka repair center confirmed the "external device" error and sensor (cd-314p) failure. The customer was provided with a replacement multigas unit to resolve the issue. Investigation summary: the device failure was determined to be sensor related. This unit is not affected by the firmware of cd-314p revision 2. The root cause of the reported issue is attributable to the state of wear-of the components such as the water trap, connectors, sampling line, and/or device damage, causing component failure of the sensor, which needed replacement. No CAPA required.

Event description:
The customer reported that the multigas unit was displaying an "external device" error message.